Event description:
Vent alarm sounded twice, and flashed (pt motion did not set off alarm). The alarm read ext high peak pressure. Respiratory therapist had to vent the pt with an ambu-bag to prevent pt harm. Respiratory therapist checked the alarm history, which read this alarm and malfunction had occurred previously on this machine. No pt harm occurred because of rn intervention.